Event description:
It was reported that during implanting procedure, physician found there was blood inside lead distal tip and guide wire could not pass through totally. Physician complained about design problem and replaced with another lead to attempt. When attempting the second lead, physician found lead inflated with blood inside, so complained again, and finally implanted another lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Guidewire insertion test result was passed. There was blood in distal tip. Otherwise, no anomalies were found. (B)(4).